Manufacturer narrative:
The investigation of the returned device revealed that the most likely cause for the reported event was mishandling or misuse. The severe nicks and scratches, found on the actuating shaft suggest that the device made contact with a rigid instrument during activation, or was exposed to excessive force. The articulating jaw separating from the retaining clip most likely occurred as a result of rotational torque being applied to the device while prying, dissecting, or grasping an object. The instructions for use state to avoid contact with any and all metal of plastic instruments or objects during instrument activation. Contact with staples, clips, or other instruments during instrument activation may result in premature blade failure.

Event description:
As a result of retrospective review, we have discovered that this event is reportable and therefore this MDR is being submitted. It was reported that the distal tip (jaw) of the scalpel fell off of the device. No injury to the patient or adverse event was reported.